Event description:
It is reported that the patient faced infusion set issue on (B)(6) 2026. The patient reported that the connector piece would not disconnect which leads to high blood glucose and also patient was pregnant. The infusion set was used for less than five minutes. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.